Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) study and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to subluxation. No further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2011 due to subluxation. Additional information received indicates that a right hip arthroplasty was performed on an unknown date. A right hip revision procedure took place on (B)(6) 2013 due to an unknown reason.